Event description:
Nicu baby with umbilical venous catheter secured 3 cm at umbilical stump. Nurse practitioner attempted to remove catheter, clipped sutures, and then realized internal portion was not visible (there was a separation between visual portion and that internal). Clamped stump, pediatric surgeon evaluated patient and the baby was transferred immediately to another facility where internal portion removed as foreign body (this portion is not available). Baby returned to original hospital without complications following appropriate post-op course.